Event description:
It was reported that during the pre-use check, an alarm saying that the airway pressure would not go down went off. So the customer changed the patient-side circuit to another one. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition. Functional testing found a failure of input manifold, inspiration and exhalation did not switch, and gas continued to come out of the outlet of main unit. The root cause of the reported issue was found to be component failure. Replaced the input manifold and the device passed all functional testing.